Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to duplicate the reported complaint as the attachment stopped working post production testing. Although an actual temperature reading was not captured, a root cause as to why this situation would have occurred could be determined. Both bearing failures and excessive debris most likely created friction within the head which resulted in temperature increase. Significant gear wear also increased friction and proper functioning of the gears, also contributing to the heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.